Event description:
Using solero liver ablation device, the tip of the disposable hand piece broke off inside of the patient. Md recovered the broken pieces and removed from the patient. No adverse effects noted.